Manufacturer narrative:
The unit was inspected by our field service engineer. All functions were tested and were found to meet specification. No fault was found with the coagulation unit. The cause of the reported event could not be determined.

Event description:
A report received from a user facility in (B)(6) indicated that a few seconds after the doctor began using use the coagulator, the patient's chest caught on fire. The doctor reports the patient's skin was cleansed with alcohol prior to the procedure which may have caused the event. The patient was moved to (B)(6) hospital for treatment. The patient has now fully recovered.